Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Product information is unknown at this time. It will be provided in the follow up report.